Manufacturer narrative:
H3 other text : device was evaluated by third party service center.

Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, "service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module subassembly was replaced to address the issue. In addition of the above evaluation, the device¿s system board was replaced due error code, which was not related to the malfunction/issue.